Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain patient weight. Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient's ipg was unable to communicate with external devices. A manufacturer representative confirmed the issue and the ipg was deemed inoperable. In turn, surgical intervention may be pending to address the issue.

Event description:
Additional information received indicated that surgical intervention took place where the ipg was explanted.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.